Event description:
It was reported to philips that 'wired footswitch works intermittently'. This is connected to loss of image related to an allura xper fd20. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r#: 3003768277-08/04/2023-005-c. The following corrections have been made to the initial report: the initial report should have been sent as a combined final report but was sent as an initial report in error. The section for lot number has been corrected to n/a as this system is serial tracked not lot tracked. The section for labeled for single use has been corrected to no. This system is a reusable system not a single use system.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r#: 3003768277-08/04/2023-005-c.

Event description:
It was reported to philips that 'wired footswitch works intermittently'. This is connected to loss of image related to an allura xper fd20. There was no reported patient or user harm.